Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The philips service engineer (pse) replaced the flow sensor to resolve the reported issue of airflow accuracy failed. Pse replaced the power switch overlay to address the flickering green light issue. A part was returned to the manufacturer for investigation: it was determined the reported issue could not be duplicated on the returned part; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow accuracy failed and led was flickering during periodic maintenance. There was no patient involvement.